Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Troubleshooting: tech advised the customer to confirm the users are not hot swapping scopes. Tech explained to the customer that the clv-190 scope detector switch could be stuck in a retracted position. This switch is inside the scope socket located at the 12 o'clock position. Tech suggested wiggling it with her finger to see if she can free it- advised the customer to also inspect the clv-190 scope socket for any damage or debris causing the switch to stick. Advised the customer if any damage is found in the socket, the unit would need to be repaired. After three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer case was closed. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had all front panel lights blinking when a scope was inserted. There were no reports of patient harm.